Event description:
Device evaluation: the stent had moved distally on the balloon. Crimp impressions were evident along the exposed balloon surface. The 1st three proximal stent segments were intact. The remaining segments were severely stretched and deformed.

Manufacturer narrative:
Results: failure to deliver stent and stent deformation; patient's condition affected effectiveness of device -hard calcification. Conclusion: known inherent risk of procedure-failure to deliver stent and stent deformation; device failure/lack of effectiveness related to patient condition-hard calcification; unable to confirm complaint-device not returned for evaluation. (B)(4).

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the circumflex artery. As the device was advanced towards the lesion the stent got caught on hard calcification in the left main and became damaged. The stent was removed from the patient without injury. A second resolute was deployed successfully without issue. Information received confirms that the lesion was a difficult lesion as difficulties were encountered during delivery of the pre-dilation balloon. No clinical sequelae reported.